Event description:
The initial reporter stated they received a questionable result for one patient sample tested with the elecsys toxo igm immunoassay on a cobas e 801 module (serial number (B)(4). The sample initially resulted in a toxo igm value of 0.715 coi (non-reactive) when tested on the e 801 module. A negative toxo igm value was released outside of the laboratory with a comment stating that the result was negative, but the avidity showed that there could be a recent infection. The sample was then repeated on a vidas instrument, resulting in a toxo igm value of 0.79 ui/ml (positive). The customer believed this value to be correct. The sample was then sent to another site and tested with a toxoplasma igg-igm western blot method and the result was positive. The sample was repeated on the e 801 and the result was still non-reactive. A specific value was not provided.

Manufacturer narrative:
The calibration performed on 06-feb-2023 was within expected ranges. Quality controls run on 09-feb-2023 were within specified ranges.

Manufacturer narrative:
The patient sample was positive for toxo igm when tested with the toxoplasma igg-igm western blot method.

Manufacturer narrative:
No flags or alarms were present before or during the sample processing. The patient sample material was requested for investigation, but was not available. Individuals at the early stage of acute infection may not exhibit detectable amounts of toxo igm antibodies. In some of these individuals, an indeterminate or low positive result with the elecsys toxo igg assay may be found and indicate an early acute infection. A second sample should be tested. The detection of toxo igm and/or a significant increase of the elecsys toxo igg antibody titer in the second sample supports the diagnosis of acute toxoplasma infection. The investigation could not identify a product problem. The cause of the event could not be determined.